Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the similar us list number, the international list number is unknown. Stoma site infection and sepsis are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in sweden underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was hospitalized due to sepsis. It was reported by the patient's wife after inquiry from the medical department that the patient suffered from methicillin-resistant staphylococcus aureus that grew around the skin of the stoma site and presented red dots around the stoma site. The patient was administered unknown IV antibiotics. It was reported that the patient came home on (B)(6) 2022. On (B)(6) 2022, the patient was hospitalized for fever, lack of response, and fatigue. On an unknown date, it was reported that the fatigue resolved.